Manufacturer narrative:
The subject device was returned to omsc for evaluation. But the reported phenomenon was impossible to duplicate even after applied current thirty minutes. Evaluation confirmed the image normality during the maximum angulation of up, down, right, left and their combination. Furthermore, the image was normal after performed the followings as making impact lightly to distal-end and video connector, enforcement and twist the bending section, connecting and disconnecting the video connector. Based on the findings, temporary failure of electric component such as video-connector caused by adherence of droplet or foreign substance could not be ruled out as a contributory factor of the event. The manufacturing history was reviewed, with no irregularities related to this problem noted. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical system corp (omsc) was informed that the user facility intended to perform duodenal treatment with the laparoscopic surgery for perforated site of gastrointestinal tract to close. While the facility was preparing the device for the operation, error message of "scope communication err (b30)" was displayed on the monitor. Though the nurse said to wait for starting the operation, the doctor put the 10mm across trocar into the pt. The facility conducted troubleshooting with no recovery. Since the facility did not have a backup device for visera elite video system center, the procedure was changed from laparoscopic surgery to open surgery and the intended treatment was completed. The patient's condition improved.